Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated due to failure of led element on the front panel. The cause of led element failure could not be identified. Since there was no defect in appearance, it was presumed to be an accidental element failure.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during maintenance and inspection, it was found that the segment in the middle of the integrated flow meter display was missing. Accurate value could not be recognized. There was no report of patient injury associated with the event.